Event description:
It was reported to philips that the paddles were disconnected. There was no patient involvement.

Event description:
It was reported to philips that the paddles were disconnected. There was no patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The support representative informed user, that this technical message is entirely normal. This message appears when the selected source is on the paddles. And no patient is detected. The device did not malfunction. No further action.